Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for radiculopathy. It was reported that the patient noticed in the last six months that he had to charge the ins more often and it would not hold charge like it used to. Patient received an eri message on the recharger on (B)(6) 2017. Patient was referred to the physician regarding ins replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.